Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The eri battery status was properly activated on (B)(6) 2021 based on the data available. The analysis further showed that a large amount of home monitoring transmission retries were documented in the device data, which can lead to a temporary increase of current consumption and a noticeable decrease of time-to-eri. In general, the current consumption of the device is influenced by different factors, which may lead to noticeable changes of tte indication. Such factors are, for instance, changes in lead impedance values or the programmed parameters, a prolonged follow-up session or even a large amount of hm transmission retries. After eri activation, the battery voltage temporarily recovered to a value above the eri threshold. This does not represent a battery malfunction but results in a displayed message during interrogation. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted due to eri. During interrogation, a battery error message was observed.